Event description:
It was reported to boston scientific corporation that a renal dilator was inspected during preparation for a percutaneous nephrolithotomy procedure. According to the complainant, the tip of the device was found to be bent. The bend was visible through the package and there was no damage to the packaging. The physician completed the procedure with another renal dilator without patient complications. The patient condition following the procedure was reported as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental manufacturer's report will be filed. (B)(4).